Manufacturer narrative:
The investigation could not determine a specific root cause, but bacterial contamination of the instrument was most likely the cause. Although the bacterial cultures did not show any growth, decontamination of the instrument and frequent maintenance actions improved the situation. No adverse event was reported.

Event description:
The user received a questionable ammonia result for one patient sample from the cobas c501 analyzer. The initial result was 203.5 ug/dl with a data flag and was reported outside the laboratory as 204 ug/dl. The repeat result was 44.8 ug/dl. The patient was not adversely affected and the doctor believed the repeat result to be correct.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in taiwan.